Event description:
It was reported that the sponge of a minicap was dry and did not have iodine in it. This was noted before patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This lot was manufactured from 05/30/2014 - 06/06/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a companion sample was received and evaluated. Visual inspection and pressure testing were performed with no defects noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.